Event description:
Related manufacturer report number: 2017865-2022-13629. It was reported during in clinic follow up that the right ventricular lead exhibited inappropriate shock. These shocks were caused by oversensing of noise. The atrial lead exhibited high capture threshold. Both leads were successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: previously reported related manufacturer report number as 2017865-2022-13629. Now corrected to 2017865-2022-13753.

Event description:
Related manufacturer report number: 2017865-2022-13753.